Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was depleting quickly which resulted in the pump shutting down. Multiple follow attempts were made by tandem customer technical support (cts), however, no response was received by the customer. There was no reported adverse impact to the customer¿s blood glucose level. No additional information was provided.